Event description:
It was further reported that the electrical fault alarm did not occur post driveline servicing.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B5 description of event problem corrected to clarify that following the controller exchange and vad driveline servicing, the vad did not exhibit an electrical fault alarm. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited another electrical fault alarm a week after the controller exchange and driveline connector servicing. The alarm occurred when the patient was sitting with no body movement. It was noted that the electrical fault alarm could not be reproduced after manipulating the driveline and the driveline connector. The patient continues to be monitored.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly incoming information was received regarding additional device alarms that occurred during the event. Additional products: controller 2.0 d4: serial #: (B)(6) device available for eval: yes, return date: 08-dec-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being ;submitted for device evaluation. Product event summary: one controller was returned for evaluation. The pump was not returned for evaluation. A review of (B)(6)¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files associated with (B)(6) revealed 68 electrical fault alarms logged between (B)(6) 2020 at 10:02:09 and (B)(6) 2020 at 12:04:10. The electrical fault alarms were due to an open phase on the rear stator, causing the pump to run on a single stator (front stator only). Failure analysis of the returned controller revealed that the unit passed functional testing; visual examination revealed contamination within the driveline connector port of the controller. On-site inspection of the driveline cable revealed contamination within the driveline cable connector. A driveline cleaning procedure was performed to mitigate the reported conditions. As a result, the reported event was confirmed. Based on the available information, the reported electrical fault alarms event was likely caused by contamination/foreign material of the driveline cable connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Controller con412844: h6: FDA method code(s): h6: b01 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial or lot#: (B)(4), UDI # : (B)(4). Device available for evaluation: no. Mfg date: 20-jul-2020. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms, which seemed to be related to contamination of the driveline connector. The electrical fault alarms were more active when patient was moving or by gently moving the driveline connector. Cleaning service for the driveline connector was provided, where translucent substance was found inside the connector. After service was complete, there were no electrical fault alarms triggered. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.